Event description:
It was reported that caller did not initially see drops of insulin at end of tubing during fill tubing step of load sequence. Reportedly, customer resumed insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump and did not require assistance from a third party.